Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had the device placed for neurocardiogenic syncope. The mode was programmed to ddd, but no rate drop episodes were noted and the patient was still experiencing episodes of syncope. It was further reported there is only one lead placed and that is in the atrium. "However, this atrial lead is plugged into the ventricular port." The patient is not pacemaker dependent and the device remains in use.